Event description:
It was reported via repair work order that the bed needed a new scale module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed needed a new scale module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Bed not available to repair.

Manufacturer narrative:
It was initially reported that the bed needed a new scale module. Follow-up submitted as further investigation determined the scale was not working. This issue is not reportable per qrtr-164. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.